Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was not working/responding with machine. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed, the device failed the probe test, no output. No other issues were identified. Based on the results of the investigation, it is not possible to establish the root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was not working/responding with machine. The issue occurred during an unspecified procedure. There were no reports of patient harm.